Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a type b dissection of an anastomotic aneurysm at the distal end of a previously implanted synthetic graft which was implanted to replace the aortic arch. The proximal neck diameter was 25 mm, distal neck diameter is 18 mm. It was reported that after the stent grafts were implanted, touch-up with a reliant balloon was performed several times. There was an endoleak confirmed, a palmaz stent was implanted to cover the proximal main device and home-made stent graft was implanted to cover the junction between proximal main and the distal main (see MFR # 2953200-2010-02436). There was a slight type 1 endoleak remaining; however, it was undetermined whether it was a type ia or type ib. The physician decided to keep monitoring the leak without any add'l treatment. F/u was performed on (B)(6) 2010, to confirm the status of the remaining type 1 endoleak and it was confirmed to be coming from the proximal seal zone. Coil embolization was performed; however, a slight endoleak remained and the operation was closed with the decision to keep monitoring the pt. Another f/u was performed again on (B)(6) 2010 and it was confirmed there was a slight endoleak remaining. Another coil embolization was performed to address the endoleak and this successfully resolved the endoleak. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: (endoleak), (stent graft implanted within a previously implanted synthetic graft), (previously implanted synthetic graft). Eval, conclusion: (stent graft implanted with a previously implanted synthetic graft), (previously implanted synthetic graft).